Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the lot number. Unk. Were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? No.

Event description:
It was reported that a patient underwent a total hip arthroplasty on (B)(6) 2024 and barbed suture was used for continuous suturing. This was a clinical evaluation case, and the suture of sample product was broken. The left side from the center of the wound was stitched without any problem, but the suture was broken during stitching the right side. The reinforce node was added and the suture was completed. The operation time was extended within 30 minutes. There were no adverse consequences to the patient. Additional information was requested.